Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) unit during dwell 5 of 5. The home patient (hp) had 3 bags connected. There was solution in the heater bag only. The hp did not disconnect, nor did any of the bags disconnect. The technical service representative (tsr) had the hp cycle power. The hp would complete therapy with manual supplies. The tsr referred the hp to the nurse. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp's care giver (cg), the cg stated that she did not notice any type of defects with the supplies. The patient has been able to continue therapy without any further problems.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number was unknown; therefore a batch review could not be done. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).